Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode is unknown. It was reported in the user facility medwatch that the product was available for return. However, at this time, no product related to this event has been returned for failure analysis investigation. If additional information is received, a follow-up MDR will be submitted. An instrument log review was performed and it was observed that this instrument was used on system sk1668. The vessel sealer extend is a single use instrument. As of 06/29/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: the vessel sealer extend instrument reportedly experienced a sealing issue. It is unknown if the instrument experienced insufficient sealing and if the audible tones to indicate a complete sealing cycle were generated. Although there was no patient injury as a result of the event, if this failure were to recur it could cause or contribute to an adverse event.

Event description:
On 06/08/2020, intuitive surgical, inc. (Isi) received mw (B)(4) stating: "vessel sealer extend had error sealing malfunction move to another arm¿ removed and replaced with another one." It was reported that during a da vinci-assisted paraoesophageal hernia repair surgical procedure, the vessel sealer extend instrument experienced a sealing issue. The site replaced the instrument with another vessel sealer extend instrument. The procedure was completed with no reported injury. On 06/16/2020, intuitive surgical, inc. (Isi) contacted the customer and additional information was obtained about the complaint: this event took place on (B)(6) 2020. It was reported that there was no documentation of patient bleeding or intra-operative/post-operative complications during the event. It was also reported that there was no documentation of the patient receiving pre-surgical chemotherapy or radiation treatment. The procedure was completed robotically with no reported patient injury. The customer plans to return the suspect vessel sealer extend for failure analysis.